Event description:
It was reported that during the priming of the extracorporeal circuit (including the firm's device) in preparation for perfusion to support cardiac surgery, "white wooly particles" were discovered at the pressure monitoring line of the heat exchanger. It is presumed that the circuit involved was replaced, primed and the procedure was then complete, with no report of patient sequelae.

Manufacturer narrative:
Device evaluation begun, but not yet completed.